Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03730 / 03731).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately nine years post-implantation due to alleged pain, elevated metal ion levels, wear, metal poisoning, bone death, tissue death, and lesions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.